Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. The reporter stated that the patient had a blood glucose (bg) above 13.8mmol/l with nausea and dry mouth. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was noted that the occlusion sensitivity was programmed to low. The customer was using the cartridge per IFU. This report is being made due to the bg excursion the patient experienced due to an alleged occlusion issue.

Manufacturer narrative:
Follow-up #1 - device evaluation: the device has been returned and evaluated by product analysis on 04/07/2016 with the following findings: occlusion alarms observed in the alarm history and black box on (B)(6) 2015, (B)(6) 2015 to (B)(6) 2015; the force at time of occlusions is high. On event date (B)(6) 2015 shows occlusion alarm at 05:57; next prime was recorded at (B)(6) 2015 at 06:51. Rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force. Pump exercised for 24hrs with no occlusions occurring. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The battery compartment is cracked below the bumper pad. The display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).